Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the valve is not shifting. Additional malfunction is the pilot valve is alarming and shutting down.